Event description:
It was reported that the ventilator does not stay on unless plugged in. Ordering new battery. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the issue was found during set up with no delay noted. The customer reported that the unit had a battery failed alarm. The battery was less than 5 years from the manufacturing date. The customer replaced the battery to address the issue. The defective battery was disposed of by the customer. The unit was returned to use.